Event description:
False positive result (s). On the morning of (B)(6) 2022, I used flowflex covid-19 antigen home test (white box) lot cov1120044, 2022-12-02, (01) 00682607660261,(17)221202, (10)cov1120044, made in china, lot31310-01 and the result was positive. I did not trust it so had a pcr test that day at 12:20 p. M.and the result was negative. I wonder if the batch of 8 I received from the federal government was a faulty batch.

Manufacturer narrative:
Batch review for final product manufacture and qc record for cov1120044 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process. Retention samples were tested from cov1120044 and met the qc criteria. The issue was not found from the retained test cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
False positive result (s). On the morning of (B)(6) 2022, I used flowflex covid-19 antigen home test (white box) lot cov1120044, 2022-12-02, (01) 00682607660261,(17)221202, (10)cov1120044, made in china, lot31310-01 and the result was positive. I did not trust it so had a pcr test that day at 12:20 p. M.and the result was negative. I wonder if the batch of 8 I received from the federal government was a faulty batch.